Event description:
It was reported that the customer was hospitalized twice due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 518 mg/dl at the time of the call. At the time of hospitalization, the blood glucose reading was 598 mg/dl, which was treated for with manual injection and an intravenous insulin drip. The nurse stated that the customer experienced nausea, vomiting, and excessive thirst. The customer had been treated at the hospital, released, and then readmitted about 24 hours later. The blood glucose reading at the second hospitalization was 599 mg/dl. The nurse stated that the customer had been hospitalized due to an insulin pump malfunction; however, upon troubleshooting, it was found that insulin exited the tubing during a manual prime, no leaks were found, and the insulin pump passed the high pressure test. Advised the customer that the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.